Event description:
It was reported that the insulin gauge displayed an amount different from what was expected, with the pump showing an estimate of 105+ units instead of the expected 210 units. There was no adverse impact to the customer¿s blood glucose level. The customer was educated by technical support about the accuracy of the displayed values and accepted to disconnect and deliver a 10.2 unit bolus, understanding the impact on insulin on board. Despite the persisting discrepancy in fill estimates, the customer declined to load a new cartridge and opted to continue using the current one with the option to follow up if needed.